Event description:
It was reported that, after a left tka surgery performed on (B)(6) 2015, in which a conceloc porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. It is unknown how is this issue being treated. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: b5, h6 (health effect - impact code and type of investigation), and h11. Correction and additional information: h6 (health effect - clinical code). H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the surgical technique notes that fixation, support, and stability may be compromised if gaps are present between the implant and bone. Component loosening is included in the instructions for use as a possible adverse effect secondary to mechanical and/or patient factors. Confirmation of implantation dates for the bilateral total knee arthroplasty and any interventions due to the reported event has not been provided as of the date of this medical investigation. The current health status of the patient is unknown. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Although radiological signs of loosening are noted in the provided photocopied images, a definitive clinical root cause of the tibial baseplates loosening could not be determined. Primary radiolucencies and bone quality, and implant size selection are known contributors to micromotion and instability. Unable to rule out implant positioning or mechanical and/or patient factors as potential contributors based on the information/imaging provided. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left tka surgery performed on (B)(6) 2015, in which a porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. It is unknown how is this issue being treated. The current health status of the patient is unknown.